Event description:
Device # 1 issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, the suture broke. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The second perclose proglide indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete.